Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Implant surface not completely covered with bone. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.